Event description:
It was reported while using the catheter to perform an atrial fibrillation ablation procedure charring was noted on the distal tip of the catheter. While performing ablation with settings of 30 watts power, temperature of 40 degree celsius and irrigation at 12ml/minute, low temperatures were noted on the generator. The catheter was removed and charring was noted on the distal tip. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.